Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to the patient¿s belt line rubbing against the site. As a result, the patient may be awaiting ipg revision.

Event description:
Follow up information identified the patient underwent ipg replacement. Postoperatively, effective therapy was reported.